Event description:
It was reported that an ilet user was unable to swipe to unlock the device, and restarting did not resolve the issue, consistent with a touchscreen display malfunction affecting the user interface. Symptoms included no injury and no reported adverse clinical effects. Outcomes included interruption of normal device use and shipment of a replacement device, with the original to be returned. Investigation included customer service troubleshooting and logistical arrangements for device replacement. Investigation of this case revealed a suspected screen defect or delamination leading to unresponsive touch functionality on the ilet user interface. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly and associated touchscreen interface.